Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that none of the buttons on the insulin pump were responsive. She also reported that the rim of the reservoir compartment had cracked off and that there were cracks in the insulin pump's casing near the display screen. The blood glucose reading was 218 mg/dl. Customer was unsure of how the damage occurred and did not recall dropping or bumping the insulin pump. Nothing further was reported.